Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the device for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coord reported that while the pt was at work, his pump stopped. The pt then exchanged his system controller without resolution. The pt began hand pumping, was transported to the hosp and admitted. Waveforms and data were sent to the MFR for analysis. An echocardiogram, lab tests and x-ray were performed and the hosp made a decision to replace the lvad with another lvad.